Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and during support, there were placement signal not reliable alarms. The placement signal returned and placement monitoring was re-enabled. An echocardiogram showed the impella cp was aimed toward the mitral measuring a little shallow at 2.5 centimeters and inflow was not in contact with the mitral valve apparatus. The pump was left as is and the staff monitored. Later, weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of optical signal issue and positioning issues has been completed. Optical signal issue: data log review showed placement signal (ps) issues occurred upon pump start with placement signal not reliable (psnr) triggered shortly after. Snr was low at 250 right before pump start and went to 0 on pump start. When psnr resolved 45 minutes later, snr increases to a mean of 560, contrast decreases, and gain decreases. Lamp and light remain stable. The pump was returned and inspected. Psnr unable to be reproduced. A kink was noted near the red pump plug on the catheter end but had no impact to 5s parameters, even when manually kinked. Biomaterial was found wrapped around the impellor blades. The cause of the optical signal issue was not determined due to inconclusive data log and product review with insufficient clinical details provided. Positioning issues: the pump was returned and inspected. The pump showed no physical abnormalities that would impact positioning. The cause of the positioning issue was not determined due to insufficient clinical details. D9 device returned to manufacture date added.